Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to device performance issues. The device was manipulated to troubleshoot. No patient complications were reported.